Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) count in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trima accel system operated as intended. Based on the available information it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.